Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted high out of range shock impedance measurements. Boston scientific technical services (ts) reviewed the data and noted the shock impedance measurement trend was relatively stable between 100 and 130 ohms. Ts recommended normal follow-ups and to increase the out of range shock impedance measurement limit, which was increased to 150 ohms. No adverse patient effects were reported.